Event description:
Registered nurse prepared prefilled depo syringe to administer to client. Registered nurse went to administer depo injection in right gluteus maximus and when trying to administer depo medication - would not completely go in muscle. Registered nurse took needle/syringe out of gluteus maximus - aspirated - pushed air out - medication moved out of syringe, but when tried to readminister into client - unable to do so. Registered nurse discarded medicine and syringe in red bucket and administered another depo injection without any complication. Dose or amount: 150mg; frequency: q 10-13 weeks; route: im. Dates of use: 2007. Diagnosis or reason for use: birth control.